Event description:
Plaintiff was employed as a nursing assistant and licensed practical nurse who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges developing a latex allergy.